Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a mitraclip procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, resistance was felt during removal of the second prostyle device and the distal portion of the device could not be removed. The lever was returned to its original position and the foot retracted prior to device removal. Assistance from the vascular surgeon was requested and he was able to help remove the device without requiring a cutdown. The prostyle device was removed against resistance. The prostyle device was removed as a single unit, no device separations occurred. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 24f and the mitraclip procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017- improper or incorrect procedure or method- against resistance.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The prostyle device was removed against resistance. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficult to remove vessel, include, but not limited to, device interaction with patient anatomy, tissue or suture caught in foot. The subsequent treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.